Event description:
During an atypical atrial flutter, transseptal puncture was completed and a tamponade was noted at the aortic root and the procedure was stopped. The diagnosis was assured by a means of contrast. However, the patient was monitored for 1 hour in the surgical room and was stable, without a drop in blood pressure observed. An echocardiogram was done to verify the perfusion, which was not as visible. The patient was monitored in the sub-intensive room overnight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.